Manufacturer narrative:
Although requested the product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the nurse was trying to remove the blue cap from the neutraclear valve when the neutraclear disconnected without the nurse applying pressure or unscrewing it. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear connector disconnected was confirmed. Visual inspection of the set noted the male luer collar of the connector had broken off. Jagged, uneven edges were observed in the internal area of the male luer from where the collar had broken. There were no other anomalies observed. The root cause of breakage was not identified. The mating device was not returned for investigation.

Event description:
The customer reported that the nurse was trying to remove the blue cap from the neutraclear valve when the neutraclear disconnected without the nurse applying pressure or unscrewing it. There was no patient harm.